Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap to a dim discolored display. The battery cap was able to fully tighten; however, a portion of the battery cap threads were damaged. There were cracks observed inside the battery compartment with evidence of moisture contamination inside. There was no evidence of short battery life observed in the black box history. Current draws were within specifications. The leak test confirmed the leak at the battery compartment crack. There was no evidence of additional moisture contamination inside the pump when the case was removed. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.